Manufacturer narrative:
The investigation determined that higher than expected vitros phyt (phenytoin) results were obtained from a vitros tdm (therapeutic drug monitoring) pv (performance verifier) iii fluid when tested on a vitros 5600 integrated system. The assignable cause of the imprecise vitros phyt results could not be determined but is likely related to vitros phyt reagent lot 2617-0170-9185. This lot of vitros phyt was put into use on 30 may 2019, and the customer noticed imprecision beginning in june 2019. A precision test processed using this lot failed. The customer received a new lot of vitros phyt, which passed with acceptable precision. A vitros crbm (carbamazepine) precision test passed within expectation, indicating that the analyzer was operating as expected and was not a likely contributor to the event. There have been no further reports of imprecise or higher than expected vitros phyt results received from this site since the customer put a new lot of vitros phyt into use. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt lot 2617-0170-9185.

Event description:
A customer obtained higher than expected vitros phyt (phenytoin) results from a vitros tdm (therapeutic drug monitoring) pv (performance verifier) iii fluid when tested on a vitros 5600 integrated system. Vitros phyt result 35.02 ug/ml versus expected vitros phyt result of 28.59 ug/ml. Vitros phyt result 34.75 ug/ml versus expected vitros phyt result of 28.59 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the issue were to occur undetected. The higher than expected vitros phyt results were obtained from a non-patient fluid. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report is number one of two (2) MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).